Event description:
For the placement of screws into vertebra and sacrum during a spinal surgery, the aid of the brainlab navigation system has been used. According to the hospital, the surgeon: detected on the post-operative CT scan that the position of 2 screws, placed with the aid of brainlab navigation, was not acceptable and therefore, decided to perform an add'l surgery for this pt, that was performed also with the aid of brainlab navigation system. The outcome of the revision surgery was successful according to the hospital. There was no adverse clinical effect to the pt reported by this hospital for this specific case.

Manufacturer narrative:
Despite that there was no adverse clinical effect to the pt reported by this hospital for this specific case, there is not indication of a general quality or performance issue with the brainlab device, according brainlab measures for the anticipated potential risk are already in place, in this specific case an add'l surgery was performed and a risk to pt health could not be excluded for these specific circumstances. The brainlab software did not find a match of CT and fluoro images that was as accurate as desired. Therefore, the surgeon decided to navigate with the fluoro images only, of which the quality was less than ideal. A relative vertebra movement was not detected by the navigation software, due to the fact that, against the instructions in the user manual/training, the surgeon did not attach the reference array on the vertebra to be registered and operated on. The situation was not detected as the user did not perform adequate accuracy verification. The combination of the above is the most likely root cause for the reported inacceptable placement of screws. There is no indication of a general quality or performance issue with the brainlab device. According brainlab measures for the anticipated potential risk are already in place. Brainlab intends to offer add'l training to this hospital.